Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of pull wire break. Imdrf impact code f2301 captures the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used in the common bile duct for stent placement during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the wire broke from the delivery system. The stent was placed but had to be repositioned from with rat tooth forceps. The procedure was completed with another of the same device. There were no patient complications as a result of this event. Note: it was reported that the guidewire was in the patient during the attempted deployment. However, the advanix biliary stent with naviflex rx delivery system instructions for use (IFU) states, "for preloaded system only: if the guidewire is not completely retracted into the endoscope, the stent can not be fully deployed." The physician did not follow the steps cited in the IFU. Therefore, ar code (5191: 2457) was used to capture user error.